Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
After several months of troubleshooting, it was determined that the patient was not able to understand and therefore use their evoke spinal cord stimulation system. The system was explanted.

Manufacturer narrative:
Additional information: section d4 - expiration date section g3 - date received by manufacturer section g6 - report type section h5 - device manufacture date section h10 - manufacturer narrative the closed loop stimulator was returned for analysis, but functional testing could not be performed due to the condition the device was returned in. Saluda field personnel confirmed there were no allegations due to the device's functionality and that the system was explanted due to patient factors affecting their ability to use it. The manufacturing records were reviewed. The product met all requirements for release, with no anomalies identified.